Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that the reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with chest pain on exertion for 24 hours. The procedure was to treat a lesion located in the mid right coronary artery (rca). A perforation occurred in the mid rca. A 4.00x16 mm graftmaster stent system was advanced toward the perforation, failed to cross and the device was removed from the anatomy. Due to the size of the perforation, a 2.80x16 mm graftmaster stent and a 3.50x16 mm graftmaster stent were used to successfully seal the perforation. The stents were successfully implanted. No additional information was provided.